Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was trialing the device for the first time. The device was fired; the surgeon did not like how the clips looked on the duct so he took them off. Another like device was fired again on the duct and the surgeon did not like how those clips looked so they were removed. It was not reported as to how the procedure was completed. There was no adverse consequence to the pt reported. Three attempts were made to obtain additional info. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure. Batch # f9h974; mfg date: 8/17/2009; exp date: 7/17/2014. Advancer bypass. Evaluation summary: the analysis results confirmed that device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. The analysis results of device (b) found that it was received with one pre-formed clip jammed in the jaws. Once the jaws were cleared, the device was cycled and one clip was formed as intended, however an advancer bypass incident was noted causing two pear shaped clips, another advancer bypass was noted and the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; two pear shaped clip was released. The next firing resulted in a third advancer bypass, causing two pear shaped clip. The last four firing sequence resulted in three pear shaped clips. The device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indicator to over-travel the intended point. The device was disassembled and no anomalies were noted with the internal components. A batch record review was performed and no anomalies were found during the manufacturing process.